Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she had a tampon with a string that was too short. She noticed this prior to insertion and did not use the tampon.